Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The pneumatic block required replacement to address the issue. The device was deemed beyond repair and scrapped. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed an error message (sf147) related to the main blower. There was no patient harm or serious injury reported as a result of this incident.